Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010.the root cause investigation is in progress through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that the pt had intermittent stimulation and "never having therapeutic effect" following implantation. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: upon review of the pump's event history, baxter personnel discovered that the reported condition of failure code 810:11 interrupted delivery.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.